Event description:
It was reported that the customer was hospitalized with low bgs. Customer indicated they were under a lot of stress. Troubleshooting concluded the pump was working properly. Suggested contacting dr regarding other possible causes.